Manufacturer narrative:
Date of report : 12jun2019, date rec¿d by MFR : 24may2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.